Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system, machine would not complete the restart and was stuck in the reboot process. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator was stuck on boot up screen. A field service engineer powered down the machine by using the power switch located at the back. Then unplugged the refrigerator power cable from the wall and disconnected the network cable from the pyxis station. Booted up the station with both the refrigerator and network connections disconnected. Worked with the customer to completely turn off the refrigerator using the switch and key and then turn it back on. The customer reconnected the helmer to the station and proceeded to boot up the station. The customer was able to recover from the failure and successfully test the system. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system, machine would not complete the restart and was stuck in the reboot process. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.